Event description:
(B)(4). Began having more and more crohn's disease flare ups, began having worse emotional issues, headaches started, acne that would not go away, cramping, extra heavy periods, bloating in abdomen.